Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the device broke whilst inside the patient.

Event description:
According to the available information the device broke whilst inside the patient.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9937436. Unfortunately, without sample and without additional information from the customer we cannot go further than the documentary investigation which didn¿t reveal any anomaly recorded during production. Checkinq quality database revealed no anomaly in connection with the described problem.